Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported forceps elevator issue was not reproduced. Based on the results of the investigation, the root cause of the reported issue was difficult to identify the cause. The instruction manual states, " be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. " although olympus does not recommend using the device in combination with products from other companies, please check whether any abnormalities have occurred on the endo therapy accessories that were used in combination when the event occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after the gadelius inside stent was placed, the removal thread (the part protruding from the papilla) got caught on the forceps elevator of the evis lucera elite duodenovideoscope. The customer placed the first stent, then the second. After placing the second thread, the thread was caught. The issue was found during a therapeutic inside stent placement procedure. The customer was able to remove the tangled thread and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information. Refer to b5 field.

Event description:
This medical device report (MDR) is related to patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the supplemental medwatch and to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it is likely that the structure of the side lock may have made it more likely to get caught, but the causal relationship is unknown as olympus do not recommend the combination with other companies' products, as was previously reported in the supplemental medwatch report. Moreover, it is likely that when the thread got into the side of the forceps elevator while the forceps elevator was halfway up, the thread got into the forceps elevator since the forceps elevator moved up and down. However, conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.